Event description:
It was reported that there was unintended material in the joint. All pieces were removed.

Manufacturer narrative:
Alleged failure: when using the air meniscus device, the black line on the white sheath part was peeled off and released in the body. After that, the released part could be removed with forceps. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) incision too small, 2) user does not use sled or other technique to prevent catching on soft tissue, or 3) use of excessive force. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was unintended material in the joint. All pieces were removed.